Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer's mother reported that her son&#38112;blood glucose and insulin history is as follows: (B)(6). He was feeling bad so they took him to see his doctor who advised them to go to the emergency room. The ketones were large at that time of the doctor visit. Upon arrival at the ER he was diagnosed with large ketones. They advised him just to put a new pod on. No other treatment was given at the time of the visit.